Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noted that the handle felt disconnected from the most distal section of the device. Additionally, x-ray analysis was performed, and it was confirmed that the yoke was detached from the control wire. It was observed that the clip arms were misaligned and the catheter was kinked 14 cm from the distal end of the bushing. Microscope examination was performed, and it was confirmed that no activations had been performed. The bushing had hits on its hooks while the bushing tabs were rounded. Dimensional analysis was performed on the outside diameter of the bushing, and it was confirmed to be within specification. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were found to be within specification. Additionally, x-ray analysis was performed on the device and it was confirmed that the clip arm was partially separated from the tension breaker. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the caecal during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. It was also noted that the clip did not properly close onto tissue. Reportedly, the clip was pulled back on the catheter and was removed with no damage to the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the caecal during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. It was also noted that the clip did not properly close onto tissue. Reportedly, the clip was pulled back on the catheter and was removed with no damage to the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.